Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to push more than once to respond. Customer's blood glucose level was unknown. Customer reported that insulin pump had rejected battery and received random no delivery errors. The insulin pump will not be returned for analysis.